Manufacturer narrative:
H.6. Investigation summary: 5 actual samples in sealed package were received for evaluation. A bd quality engineer inspected the returned units and identified a ring of silicone inside the syringes when the plungers were pulled back. All five samples were subjected to the silicone content test and passed. The silicone content was determined to be within specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants corrective action, resources will be assigned at that time.

Event description:
It was reported that foreign matter was found before use with a syringe 3ml ll w/ndl eclipse 25x1 rb. The following information was provided by the initial reporter, "caller stated the when the plunger is pulled back you can see a ring of condensation where the plunger was at. Caller wants to know if it is ok to use the product." 1 of 2 complaints.

Manufacturer narrative:
PMA / 510(k)#: k980987(syringe); k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe 3ml ll w/ndl eclipse 25x1 rb. The following information was provided by the initial reporter, "caller stated the when the plunger is pulled back you can see a ring of condensation where the plunger was at. Caller wants to know if it is ok to use the product." 1 of 2 complaints.